Event description:
During the implant procedure, while using the medtronic catheter passer, the surgeon nicked a vessel causing bleeding. Surgeon applied pressure and used minimal cautery. This resolved the issue.